Manufacturer narrative:
Product analysis: analysis was able to confirm the reported non-functioning display back-light. The liquid crystal display (lcd) was out of electrical specification. Analysis also noted that the lower case was damaged and warped, the hanger was broken, the keypad was contaminated, the window was scratched, and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The epg was re-calibrated and the device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display back-light was not working. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.